Event description:
It was initially reported that the patient could not communicate with recharger or the patient programmer. It was noted that an implantable neurostimulator (ins) overdischarge was suspected. It was further noted that the last successful recharging session was 3 months prior to the report. It was further noted that the patient normally recharged every couple of months because he didn¿t use stimulation on a daily basis. It was later reported that ins replacement occurred.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained after a pmr recovery indicated recharge count was 13. The last recorded recharging session done while the device was implanted was (B)(6) 2010 when the device was recharged for 2 hours and 25 minutes. The battery changed from 3.750v to 3.875v. The parameter trend diagnostic section showed patient use after this recharge session. The battery discharged to the lock mode on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger product ID 389056, lot# v028487, implanted: 2007-(B)(6), product type lead product ID 3708220, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 389056, lot# v028487, implanted: 2007-(B)(6), product type lead product ID 3776-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.